Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the right atrial (ra) lead exhibited noise through the smart sync analyzer, the issue was resolved by switching the analyzer. The ra lead remains in use. No patient complications have been reported as a result of this event.